Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1377718) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Caller (customer's daughter) reported that on (B)(6), 2014, the customer obtained a reading of 485 mg/dl on her adc meter and self-treated with 10 units of insulin (unknown type). Caller further reported that the next morning, (B)(6), 2014, the customer was "incoherent" so she tested the customer's blood glucose with the adc meter and received a reading of 129 mg/dl, which she believed to be incorrect. Paramedics were called and upon their arrival, a blood glucose result of 29 mg/dl was obtained on their meter and the customer was transported to a local hospital. Upon arrival at the hospital, customer was diagnosed with hypoglycemia and administered "glucophage" (glucagon), and a subsequent reading of 160 mg'dl was obtained on the hospital meter. No additional treatment was reported and customer was discharged the same day. There was no report of death or permanent impairment associated with this event.